Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and five months following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak was reported. Subsequently, a 26mm non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that approximately three years and four months post valve implant, severe paravalvular leak (pvl) was reported and required the second non-medtronic valve thirteen days later. If information is provided in the future, a supplemental report will be issued.